Event description:
Revision surgery - dislocation of shoulder due to fall.

Manufacturer narrative:
The reason for this revision surgery was dislocation of the shoulder. The length of in vivo service was 2.5 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. To date the device has not been made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) 1 dislocation, (B)(4) instability and looseness, (B)(4) trauma, (B)(4) infection, (B)(4) 1 fit, (B)(4) function, (B)(4) device loose. This is the first complaint against this lot number. The root cause for the dislocation was reported as a fall. The surgeon reported no issue associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.